Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent messages on the pump stating that the bolus was unable to be delivered; but was unsure of the exact alarm. The customer's blood glucose level was not impacted. The most recent alarm that had occurred (and was the same alarm that had occurred earlier) was an occlusion alarm. Tandem customer technical support (cts) was unable to perform a system check as the cartridge only had 3 units of insulin left in it. The contact indicated that the cartridge had been in use for 6 days. Cts informed the contact that novolog was to be used in the cartridge no longer than 72 hours. The contact acknowledged the information.